Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose level ranged between 100-200 mg/dl. No additional information was provided by the customer.